Event description:
During an ercp procedure, the physician used a wilson-cook huibregtse triple lumen needle knife papillotome. As the physician was attempting a second incision with the needle knife, a portion of the needle knife detached and was embedded in the pt's ampulla. The detached portion was removed with forceps. The pt remains in the hosp due to their pre-existing condition and is reported to be in stable condition.